Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). Twelve times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the device was lubricated with no components replaced. This is not a related issue. On (B)(6) 2019, it was reported that the device had an incomplete mesh. The incident occurred during meshing of previously recovered cadaver donor skin. The customer returned a skin graft mesher device, serial number (B)(4). , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). , and a 2:1 ratio cutter, serial number (B)(4). For evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the roller, roller gear, and carrier guide were all damaged. The calibration was within specifications and the device produced a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(4). And the 2:1 ratio cutter, serial number (B)(4). Both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller, roller gear, and carrier guide. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. Notification number (B)(4). Dated (B)(6) 2019. The reported event cannot be confirmed because the device was in calibration and produced a passing test cut upon product evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the device was in calibration and produced a passing test cut upon product evaluation. It was found that both of the cutters were damaged which may have contributed to the reported event but it is unknown with the information provided. The device was noted to be functioning as intended after the roller, roller gear, and carrier guide were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Device has been returned to manufacturer for evaluation and investigation is in process. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device had incomplete mesh. The incident occurred during meshing of previously recovered cadaver donor skin. There was no patient involvement. Hence, no adverse events were reported as a result of this malfunction.